Manufacturer narrative:
The controller clock corrupt and driveline power fault alarm were originally reported under MFR # 2916596-2023-03486. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with driveline power faults. The log files noted many controller clock corrupt alarms and a driveline power fault after the clock was resynced on (B)(6) 2023 at 14:03. As of (B)(6) 2023 the cause of the alarms was not identified. The alarms cleared on the system monitor and did not re-occur. Pump MFR # 2916596-2023-03486.

Manufacturer narrative:
The controller clock corrupt events are covered and investigated under MFR # (B)(4). Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The controller event log file contained events from 14sep2000 through 31may2023, per the timestamps. A driveline power fault alarm associated with a power b broken fault flag became active on 15sep2000 until 31may2023. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No additional events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Controller MFR # (B)(4).